Manufacturer narrative:
The upn and lot number are unknown per complainant; therefore, the device manufacture date and expiration date can not be determined. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used in a ureteroscopy procedure on an adult female patent (age and weight unknown). According to the complainant, during stent exchange procedure the stent was found to be encrusted and unable to be removed. A sensor guidewire was placed through the stent, however, it would not advance. They reported resistance was met when they attempted to remove the wire. When they were able to pull out the guidewire, it was noted that the proximal tip of the wire had unraveled about 4 cm. They were able to remove the guidewire in one piece and completed the case with a second sensor guidewire with no problems. The patient was reported to be "fine" at the conclusion of the procedure.